Event description:
Reference number (B)(4). Event occured in germany. It was reported that the patient experienced an infusion set tubing blockage, during which the patient also experienced cramping. No further information is available.